Manufacturer narrative:
Correction: d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, when intermittent electrogram signal noise occurred on all nine electrodes. Firm reconnection of the catheter interface cable to the interface cable connector temporarily resolved the electrogram noise, but the noise returned with most catheter handle rotations during ablation. It was reported that signal distortions and catheter array image distortions were observed on the mapping screen. Also, it was reported that the catheter array tip past electrode number nine was damaged and partially detached. Despite these issue, the case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.